Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up x-ray imaging was completed and confirmed right ventricle lead dislodgment. Surgical intervention occurred to reposition this lead. The lead was repositioned successfully, and the procedure was complete. No further adverse patient effects were reported. This lead remains implanted and in service. Given this information this event investigation has been concluded. Should updated information become available, a follow up report will be submitted.